Event description:
It was reported the customer was hospitalized due to high blood glucose of 700 to 673 mg/dl. Customer was given 10 units through IV and it went down to 292 mg/dl. Endo doctor believes something might be wrong with the device. The drive support cap appears to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit the tubing. Settings were correct. No boluses were done on (B)(6) 2015. Nothing was wrong on the device and nurse stated she will be talking to the doctor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.